Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: ¿ were there any patient consequences? ¿ was there any additional tissue damage as a result of searching for the needle piece? Response: I have contacted the hospital and they have confirmed the following. There were no adverse effects on the patients, from the incident or the subsequent search for the needle. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a lavh procedure on (B)(6) 2024 and suture was used. The suture broke. The team was unable to initially locate the suture needle tip. The patient was x-rayed as per policy and protocol. The tip was located and retrieved by the surgeon. Suture box was removed from set up room. There were no adverse patient consequences. Additional information was requested.